Event description:
The alaris pcu was beeping "low battery" along with a message on the screen. When plugged in, the message did not disappear. Noted that the plug in the back of the pump was not pushed all the way in. When pushed in and secure, the low battery message when away. There may be too much room between the retaining clamp surrounding the receptacle and the plug to cause it to become loose with tension on the rear of the device. Power cord of clamp needs it more secure.